Event description:
Nurses in pre-op increasingly report difficulty with catheter since new materials and packing changes implemented.first there is no flash back of blood, so staff is guessing if the catheter is in the vein.second they are unable to draw blood from the same due to lack of suction and end up poking the pt second time for blood draw.third they have problem advancing the catheter in the vein.